Event description:
It was reported that there was a revision due to a lcp plate and two 4.5mm cortex screws from the outside of the plate breaking. The plate was originally implanted with 4 screws. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Placeholder.